Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer stated that the insulin pump made a funny noise. She observed a dark circle with no battery bars on the battery icon. The customer did not know the blood glucose reading but noted that she felt as though she had high blood glucose. She stated that the battery cap was not loose and had cleaned the battery cap. She stated that she changed the battery and stated that the dark circle went away and observed full battery bars. She was advised to monitor the insulin pump. She was advised that a replacement battery cap would be sent.